Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported ¿hypertrophic scar, pain¿. Later healthcare professional reported "indentation in the anterior part of the chest, depression in the anterior part of the chest in a section that has no implant inserted into it". Later healthcare professional reported "depression was observed where there is no implant inserted" and "front chest sunken". Later healthcare professional reported "capsular contracture baker grade iii and sensation decreased". This record is for the right side. Device status is unknown.